Manufacturer narrative:
A quote for service was provided to the customer by a philips remote service engineer (rse). There was no indication that the quote was accepted after 90 days. However, the rse did indicate the there was no equipment fault, during attempts to obtain more information. Clarification was requested on what testing, if any, was performed, or if there was never an actual failure alleged; no further information was received. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that a fetal monitor did not produce fetal heart sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address line 1: (B)(6). Reporter phone #: (B)(6). Reporting institution phone #: (B)(6).